Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 3mmx26mm, eccentric, de novo target lesion with a bend between 45 and 90 degrees was located in the moderately tortuous and moderately calcified mid left circumflex artery. After a non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with 3.0x20 maverick balloon catheter. Following pre-dilation, a 3.00 x 28 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.